Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. As well as, a minimum fill notification occurred after the user filled the cartridge with 280-290 units of insulin during the load sequence. Customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. During troubleshooting with tandem technical support the customer loaded a new cartridge, the altitude alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 100 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.